Event description:
It was reported that during the pulmonary vein isolation using farapulse to treat atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that during the first insertion of farawave into faradrive no air bubbles were seen after initial flush. Upon insertion of catheter again visible air bubbles were seen on drawing back from the sheath shaft during aspiration. Farawave was removed and faradrive was reflushed with no air bubble. Upon reinserting the catheter again, same amount of air bubbles was visible. A pressure bag was used for irrigation. The procedure was completed using different farawave catheter and same faradrive sheath. No patient complications occurred. The product is not expected to return.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.